Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material clogging the air/water channel appeared to be a whitish material, likely a cleaning tool; the device was returned without cleaning/reprocessing being completed. A definitive root cause of the issues could not be determined, however, the issue was likely the result of user handling/mishandling during device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that they felt the presence of a plastic foreign body when introducing the cleaning brush into the working and aspiration channels of the colonovideoscope. The issue occurred during reprocessing. There was no reported patient harm or impact due to this event. Prior to sending the device for repair, manual cleaning within the limits allowed by the obstruction was done. The scope could not be placed in the washing machine. During device evaluation at olympus, it was found the complaint was confirmed and the a tool was stuck in the k-mount unit which clogged the air/water channel. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that foreign object came out of the distal end due to clogging of the channel mount unit, the air supply volume did not meet the standard value due to clogging of the nozzle, the scope cover was scratched, the adhesive around the light guide lens was cracked, and the bending section cover adhesive had a white clouded area. This event is under investigation. A supplemental report will be submitted upon receiving additional information.